Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. The device was post paced t wave over sensing on the ventricular channel. The patient did not receive therapy during over sensing. The over sensing was noted on a stored egm. Programming changes were discussed. No intervention was performed.